Manufacturer narrative:
(B)(4). The homechoice device was not returned; therefore, a device analysis could not be completed, (previously referred to as a disposable cassette). A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified system error alarm occurred on the homechoice (hc) device when the home patient (hp) tried to press the go button on the hc device. This occurred during peritoneal dialysis therapy and the hp was connected at the time of the alarm. The technical service representative waited for an alarm to occur on the hc, but the hc then moved to fill phase on its own. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.